Event description:
In 2009, the patient's mother reported that the patient has experienced bent infusion set cannulas and elevated blood glucose since the month prior. She stated that the patient has been able to insert infusion sites on his own for a long time, but he has difficulty inserting these infusion sets. She stated that the infusion sites do not last any longer than 1 day and must be changed daily due to elevated blood glucose readings of 500 mg/dl. She stated that when the patient's blood glucose is over 450 mg/dl, they lower the patient's blood glucose by injecting insulin via syringe and they change the infusion site. Two weeks ago, the patient had strep throat and began taking an antibiotic. This is when his blood glucose began to increase to over 500 mg/dl. As the patient began to feel better, his blood glucose lowered to 250 mg/dl, but when he finished the antibiotics, his blood glucose began to increase again. He would change the infusion site in an attempt to lower his blood glucose and he began to notice bent infusion set cannulas. The patient's blood glucose measured 179 mg/dl today before school. He was sent sample infusion sets and an infusion set insertion device. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.